Event description:
It was reported that, over the last year, this right ventricular (rv) lead exhibited rising pacing impedance measurements and high out-of-range shock impedances. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.